Manufacturer narrative:
Results: broken lift coupler.

Event description:
It was reported by service report that the head-end lift was stuck in an elevated position, and would not lower. No pt involvement or adverse consequences were reported.